Event description:
The patient underwent the successful coil embolization of the left middle cerebral aneurysm. Immediately post procedure the patient was stable. During the hospital course the patient's condition worsened, cause unknown. The patient subsequently died and the death was related to rostrocaudal deterioration. No other information was provided.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time.

Event description:
The facility representative reported a colleague infusion pump that had a possible overinfusion. This issue was identified during patient use. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B) (4). The pump has been received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.